Event description:
The patient reported that the up and down buttons of the infusion device are damaged and the device delivers too little insulin. She stated that since the beginning of (B)(6) 2010, she has experienced elevated blood glucose of up to 18 mmol/l (324 mg/dl) despite bolusing through the infusion device. She stated that the infusion device displays e8 (power interrupt) error and the up and down buttons do not function. She switched to the backup infusion device on (B)(6) 2010. On (B)(6) 2010, she programmed a 10 unit bolus on the primary infusion device and she believes too little insulin emerged. Her normal blood glucose range is 4-5 mmol/l (72-90 mg/dl). No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.